Event description:
During a aaa repair utilizing a zenith aaa endovascular graft, upon the attempted deployment of the top cap, the black trigger-wire release mechanism for the deployment of the suprarenal stent appeared to be stuck within the delivery system. Eventually, with extreme force, the top cap was deployed. Upon the removal of the trigger-wire, severe kinking of the wire was noted. Procedure was continued without any further complications or sequelae to the pt as a result of the incident.